Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. It was not specified when in the process this occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.